Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced blood glucose (bg) levels range 250-350 mg/dl. The customer delivered boluses via the pump to stabilize bg levels. Reportedly, the suspected cause of the elevated bg levels was due to stress of traveling, change in diet and time change. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.